Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, has sustained permanent injury, and permanent substantial physical deformity, and has undergone corrective surgery.